Event description:
The detachment handle did not detach the coils properly. There were issues with the first coil and they thought it was operator error but the second coil also had issues and the inner nitinol member became stuck in the handle.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: the detachment handle is a complete assembly. This handle has the coil pusher assembly wire stuck inside the tip. The handle is non-functional. The pull wire was removed from the handle. The detachment handle was tested using the production test fixture which measures the throw distance and pull force. The detachment handle actuated correctly and passed for both throw distance and pull force. Conclusion: the damage noted in the complaint is confirmed. This handle has a pusher pull wire inside of it . Once the handle was opened for evaluation, it appears that the pull wire was jammed inside the actuator. The handle was tested and passed the tests for both throw distance and pull force. The most likely explanation for this issue was that the detachment handle was actuated more than once which caused the handle griping mechanism to continue to pull on the wire. This caused the wire to get stuck in the handle, making the pull wire difficult to remove. The black pet tubing is still intact with the pull wire.